Manufacturer narrative:
Supplemental report

Event description:
The international service engineer reported the ventilator was alarming due to pressure sensors failure. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The international field service engineer (fse) was able to duplicate the reported problem. The fse reported the data acquisition pcb to motor controller pcb board cable was replaced to address the finding and reported problem. Applicable final testing was performed per operating specifications and passed.

Event description:
The manufacturers representative reported the unit was being used by a distributor; not a direct customer. No patient involvement.